Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-07652. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device & delivery system (wds) along with a watchman access system (was) were used. The closure device was deployed in the laa and then partially recaptured for an unspecified reason. The closure device was deployed again; however, this time the device was tilted and too proximal. While attempting to fully recapture the watchman laa closure device they were unable to be pull the entire device back into the was. The device was removed and the procedure was completed with a different size. No patient complications were reported and the patient's status is fine.